Manufacturer narrative:
Note: all info contained in this report is provided by the manufacturer. Method/results: a review of the device history records, indicated that the graft was processed and inspected according to procedures and was therefore released following acceptable qa inspections and tests. This includes 100% visual inspection of both internal and external surfaces of the report. In addition, the review of the mechanical test records (suture retention tensile strength at 45 degree and 90 degree and longitudinal tensile strength) performed on the same fabric as the complaint device indicated values well within product specification. No anomaly was found. Conclusion: no conclusion can be drawn. However, all available info would tend to indicate that the device was not defective.

Event description:
Before surgery, when checking the water tightness of the graft, a tear on the bulge was found. The incisions previously made for coronaries are located at the opposite side of the bulge. The concerned area was stitched, sealed with glue and the graft was subsequently implanted.